Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 9176501 device expiration date: 07/31/2024. Device manufacture date: 06/25/2019. Lot #: 9266924 device expiration date: 09/30/2024. Device manufacture date: 09/23/2019. Lot #: 0090628 device expiration date: 04/30/2025. Device manufacture date: 03/30/2020. Initial reporter city and state: (B)(6). Initial reporter zip code: (B)(6). Investigation summary: exec summary - no physical samples were received; the investigation was performed based on the photo provided. Examination of the photos indicates that the stopper leading edge was slightly angled to one side in the barrel and not straight across. Confirmed: bd was able to duplicate or confirm the customers indicated failure based on the photos received. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - device history (DHR) for batch 0090628, 9176501 and 9266924 were reviewed. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 3 syringe 0.3ml 30g 8mm had deformed stopper issues. The following information was provided by the initial reporter : the customer provided photos and during investigation of the provided photos 1 additional issue of "stopper disfigured" was observed. Pictures only - sample not available.